Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged in the adhesive area of the light guide lens, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. Dirt (foreign matter) could be confirmed inside the light guide lens. Since foreign substances are attached to areas other than the outer surface of the scope, they are unable to be removed during reprocessing. This likely occurred due to the adhesive around the light guide lens coming off due to medical stress, etc., and moisture entered the light guide lens, causing corrosion or physical stress caused by hitting the tip of the scope, dropping the tip, etc., or injury due to the chemical solution used. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process in addition to foreign material being on the light guide lens adhesive, additional findings were as follows: grip had a scratch; switch box had a scratch; scope connector cover had a scratch; suction connector had a scratch; sheet holder unit had corrosion due to water leakage; distal end had discoloration; objective lens had a chip; light guide lens had a crack; adhesive around objective lens had a crack; inside light guide lens had foreign objects; and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there were defects of the distal end. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.